Event description:
A trilogy 100 was returned to the manufacturer for service. There was no serious patient harm or injury that occurred or was reported. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step, which resulted in receiving an error code related to the charging of the battery, during testing. Err_vbatt_sense_low means there was a charger chip failure resulting in inability to use batteries. The manufacturer's investigation is ongoing. If any additional information is received, a supplemental report will be filed. Additionally, unrelated to the test fail, the device was found have missing/displaced rubber feet, so the enclosure feet were replaced, the handle was found to be cracked, so the handle was replaced and a speaker wire was found to be damaged, so the speakers were replaced. There was no report of speaker failure. These issues are considered non-reportable issues as they would not affect the ability of the device to provide therapy. Additional test fails related to the internal and detachable batteries occurred, but both tests check if the battery is charged to a particular level required by the test, it does not affect therapy.